Event description:
It was reported that during a da vinci-assisted surgical procedure the customer had issues with the physical damage at the tip of the force bipolar. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The force bipolar was found to have the molded insulator broken at the distal end. The broken piece measures approximately .050" x .330" and was not returned with the instrument. As a result one of the grips became dislodged. The dislodged grip was also not returned with the force bipolar. The force bipolar was found to have a broken conductor wire at the distal end. The force bipolar failed the electrical continuity test. No signs of thermal damage were observed.